Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 1/25/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in the original lens case. The original folding carton was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half (not separated). Which is consistent with a lens that was handled for insertion. Furthermore, haptic damage (one bent haptic and one haptic with loop material broken off) was observed. Haptic damage was confirmed. However this can be attributed to handling, and cannot be confirmed to be related to manufacturing. And no product deficiency could be identified. Device partially delivered could not be confirmed, because the lens was received, outside/without a cartridge tip for evaluation. And therefore, cannot be confirmed to be related to manufacturing. An no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a case where three model za9003 intraocular lenses (iols) were used. Two out of the three had broken haptics while loading/attempting to insert the lens into the patient's left eye. The last one (third lens) the surgeon inserted in the eye, but then had to cut the lens out and put in an anterior chamber (ac) iol. Additional details provided in follow up states that the back haptic broke on two of the lenses and these lenses were partially inserted due to the haptic issue. The third lens surgeon had to cut it out because of the angle the lens was sitting at and the technique he was trying to perform. There was no injury to the patient. Procedure was completed successfully using a non johnson and johnson lens. Patient doing good post-op. No further information available. This report captures the event for one of the two lenses that had a broken haptic. Separate reports are being submitted to capture the events concerning the other two reported lenses.